Event description:
Because of degenerative arthritis, hip replacement surgery was performed on my left hip. A biomet magnum metal on metal component, 50 acetabular shell, 44 acetabular ball, -3 femoral neck assembly, 12 lateralized femoral component was used. Because of chronic pain, I am scheduled to have revision surgery on (B)(6). The MRI impression: "combination of findings about the left hip prosthesis including focal osteolysis in gruen zone 8, mild distention of the greater trochanter bursa and posterior pseudocapsule with dependent debris of intermediate to low signals is concerning for early particle disease hypersensitivity."